Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "burnt components inside." The module's wireless connection capabilities were found to be inoperable due to the reported symptom. Further investigation revealed corrosion on the wireless module flex and the radio printed circuit board as a result of fluid intrusion, rendering the device irreparable. The device was retired from service.

Event description:
It was reported that a wireless battery module g had "burnt components inside." It was also reported that there was no pt injury.